Event description:
Additional information received reported the patient met with a manufacturing representative in a hospital in a temperature controlled room. During the meeting, the patient programmer started working perfectly within 15 minutes. The patient was advised the programmer was not compatible with asian temperatures.

Event description:
Additional information received reported the patient tried the patient programmer many times in paris and the airport in france and the programmer always worked. The patient had met with their healthcare professional (hcp) and a manufacturing representative. The hcp confirmed the programmer was not working and everything was working fine with the implantable neurostimulator (ins). The patient was told by their hcp that they would try to figure out why the programmer was not working in asia.

Event description:
It was reported the patient programmer was not communicating with the implantable neurostimulator (ins) and there were coupling issues. The patient lives in vietnam for 10 out of the year and the remote did not function to check the ins status when in vietnam. The patient did not go through security screeners or let airport security use the metal detector wands on them. The manufacturing representative suspected the ins may be turning on and off with the security gates. The patient programmer was replaced to try to resolve the issue, but the issue was not resolved. The programmer battery status was displayed correctly on the programmer, but there was no feedback about the ins. The programmer did not display the ins battery level and the patient was not able to access their programs. The programmer was tried in several different locations and the patient did not live near any power cables, cell towers, or generators. Different batteries were tried. The patient did hear a beep from the programmer and the volume was at its maximum setting. The manufacturing representative stated the patient believed the programmer only worked in the united states. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 7438, serial# (B)(4), product type: programmer. (B)(4).